Manufacturer narrative:
Initial trend analysis for lot 523919 was conducted, no malfunctions were found. This is the only complaint for lot 523919. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user reports that the easytouch pen needles with lot number 523919 and expiration date 08/07/2025 are difficult to thread onto her lantus and nova nordis insulin pen.

Event description:
End user reports that the easytouch pen needles with lot number 523919 and expiration date 08/07/2025 are difficult to thread onto her lantus and nova nordis insulin pen.

Manufacturer narrative:
Retained lot 52319 and recently produced lot number 58047 (manufactured in december 2021) was tested for torque comparison against another unnamed international brand. The testing determined no indication of abnormalities or malfunctions at time of production.